Event description:
It was reported that the user underwent a 3t MRI at the clinic several days ago. Reportedly the user felt pain at the implant site and a skin injury has been observed.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: based on the received information from the field, the recipient experienced pain and a skin injury during magnet resonance imaging (MRI) examination with 3t. The reported symptom of pain is a known side effect of MRI examination and can result in inconvenience and might depend upon several factors, including micro-movement of the device due to the forces exerted by the MRI scanner and the sensitivity of the patient. Further MRI examination with a sonata implant is only recommended with a strength of 1,5t. Reportedly the recipient is doing fine. The device remains implanted. This is a final report.

Event description:
It was reported that the user underwent a 3t MRI (for the lumbar spine) at the clinic on (B)(6) 2022. Reportedly the user felt pain at the implant site and the scan was interrupted. After loosening of the headband the scan was performed again with no issues reported. The hearing performance with the device has not been affected.